Event description:
Information was received indicating that during self-administration of parenteral nutrition via a (B)(6) line, after spiking the bag with the administration set a leak was found around the spike. Subsequently the patient started again with a new set and bag of parenteral nutrition. No adverse effects were reported.

Manufacturer narrative:
Report source: (B)(6). (B)(4).